Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent with milky and chylous aspect. On an unreported date, the patient was hospitalized for the event. The cause of the event was unknown. It was not reported if the patient was treated for the event. While at the hospital, the drained effluent was clearer than it appeared previously at home, but with a chylous aspect. The next day, the patient felt very well, the effluent was clear, and with no pain. At the time of this report, the patient was recovered from cloudy effluent. The action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(6). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.